Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for hi, high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from back to back blood test of 349 and 279 mg/dl stating they were high and erratic. Customer stated she had been obtaining high results for about a week. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. At the time of the call the customer reported feeling exhausted, tired and having no energy. Medical attention was not needed at the time of the call. During the call a blood test was performed by the customer fasting and produced test result of hi using meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/25/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).